Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving an alarm indicating that the force sensor system on the insulin pump was compromised. The alarm occurred during priming. Customer's insulin pump had not been dropped prior to the alarm and the drive support cap appeared normal. Customer did not agree to return the device for analysis and was advised to great blood glucose per healthcare provider's instructions.